Event description:
It was reported that during a ptci procedure, the pixel stent came off of the balloon. It is unknown if the stent was being advanced or retracted when the stent came off. The stent was successfully snared out of the vessel. The procedure continued to place a total of three stents in the artery. No pt injury was reported.